Event description:
The customer reported a lesion on the pt when using the grounding pad that required plastic repair. The pt reportedly had sensitive skin. The pad was placed on the leg. Irrigation solution is normally manitol. The generator was tested and found to be ok.